Event description:
The tube detached from the drip chamber. Drip tube was found on the floor next to the bed.

Manufacturer narrative:
Received the sample on 11 march 2008. Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.